Event description:
It is reported that the device was implanted in 2004. The device was revised in 2008, due to stiffness, bone deterioration, and quadriceps insufficiency. The implant was not loose, however, when the stem extension and baseplate were removed, there was apparent metal corrosion and black markings on the stem extension.

Manufacturer narrative:
This report will be amended when our investigation is complete.